Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a white mark/particle embedded in the infusion line. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection noted a white particulate matter (pm), measured to be 0.15 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The white pm was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier-transform infrared spectroscopy). Pvc is the actual material of the device tubing line. A fragment of the pvc and phthalate (white particle) can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.